Event description:
It was reported that during a coronary stent procedure, the stent and the delivery catheter became caught in the lesion. Difficulty was experienced when pulling the catheter and stent back. As a result, the guide catheter moved in the artery. Pt status is listed as "ok".

Manufacturer narrative:
H.2: it appears the balloon catheter will not be returned, so no returned product analysis will be available.